Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was unable to verify motor error alarm due to button and keypad anomaly. Motor passed motor test. The insulin was pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 61 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.